Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6)2026. The patient blood glucose value was 83 mg/dl the high blood glucose had been present for more than four hours. The patient treated high blood glucose using the insulin pump and by administering a manual injection via insulin pen. The patient had been using the insulin pump system within forty eight hours of the reported high blood glucose event. No further information available.